Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It has been reported that a (B)(6) female pt was in the burn unit. The quad lumen line was inserted 3 days prior and one of the lumen was noted to be leaking. The leaking pigtail was not used that day and a new line was placed in the pt the next morning. There was no pt death, injuries or complications. The pt outcome is unk. Add'l info rec'd from the sales rep on (B)(6) 2011 stated that there was no delay in therapy for the other lumens were sufficient. The line was left intact until the next day when all the lines are exchanged out. The pt outcome is unk.